Manufacturer narrative:
(B)(6). (B)(4). Product analysis :visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Event description:
Procedure or technique used: pedicle screw placement it was reported that on an unknown date, intra-op, the mas driver broke. The driver head sheared off. No fragment of the broken instrument remained inside the patient. No patient complications were reported as a result of this event.